Event description:
It was reported that the customer was hospitalized due high blood glucose of 200mg/dl. It was stated that the customer was not receiving her insulin and the cannula was bent, but the insulin pump did not alert her. Troubleshooting was performed and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.